Manufacturer narrative:
H3 other text : third-party service center.

Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, a "service required" code was found in the ventilator's downloaded error log and the device's machine flow sensor generating internal flow was low due to the contamination was observed. The device's machine flow sensor was cleaned and the equipment passed the tests.